Manufacturer narrative:
Concomitant products: unknown saline implants. Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. Black material was observed on the shell surface. During visual examination of the device, product evaluation observed a rent going across the anterior view measuring 15.0 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and black material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, two unknown saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why the device was returned to mentor. However, the returned devices had characteristics of deflation, removal and replacement. As a result, this will be conservatively reported to FDA. This medwatch form is for the right breast prosthesis.